Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log did not identify any alarms related to the reported complaint. Visual inspection identified a delaminated downstream occlusion (dso) seal. Functional testing was performed, and the customer¿s reported problem was confirmed. The dso seal will need to be replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device¿s downstream occlusion (dso) sensor was found to be bubbled and torn during testing. There was no patient involvement.